Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: netherlands.

Event description:
It was reported that during surgery, the devices did not cut well and two screws were loose from the strip above the blade. There was no patient injury, there was a delay of a few minutes until the other device was unpacked. Due diligence is completed; no further information is available.

Event description:
During product evaluation, it was found that the device and subform was duplicated. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
During product evaluation, it was found that the device and subform was duplicated. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.